Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa k.g (oekg) for evaluation. Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and all channels of the subject device. The testing result cleared the german guideline. Oekg checked the subject device and found that the followings. The glue of the light guide lens and the objective lens were worn out. There were impact points on the distal end cover. The glue of the bending section rubber was worn out. There was deposit on the air/water cylinder. The suction cylinder was worn out. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of two microbiological testing by the user facility, following microbes were detected from the sample collected from the suction channel of the subject device. [1st result]: unspecified microbes (>100cfu). [2nd result]: unspecified microbes (37cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.